Event description:
On (B)(6) 2010, patient reported ongoing occlusion (e4) errors on infusion device. Patient inserted new infusion set and existing insulin cartridge into infusion device and received an occlusion (e4) error soon after. Blood glucose had elevated to 500 mg/dl and target blood glucose is 150 mg/dl. Patient felt weak and her co-worker drove her to the hosp. Pt was unable to drive herself. Patient was at hospital at time of call and was being administered IV fluids. Patient replaced infusion tubing and primed until insulin flowed from the end. Occlusion (e4) error cleared. Patient does not reuse insulin cartridges. Infusion set was replaced and requested for eval. Insulin cartridges were also replaced. F/u was provided on (B)(6) 2010 and patient was receiving another occlusion (e4) error. This was with an infusion set from same lot as previously reported. Patient had not received replacement infusion sets yet and said she would change infusion tubing as soon as possible. Multiple attempts were made to reach patient following call on (B)(6) 2010 and these were unsuccessful. No add'l info is available.